Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they customer was at emergency medical services at unknown date as customer experienced high blood glucose level and low blood glucose. Customer blood glucose level was 400 mg/dl. Customer blood glucose level was 194 mg/dl. Customer had a low blood glucose. Possibly because of sweating, the sweat came off emergency medical services came out. Customer wife gave a glucagon shot. Customer was treated himself with injection. The customer blood glucose was not down around 400+ mg/dl he treated again with more insulin the got a low message and passed out. Customer declined troubleshooting. The device will not be returned for analysis.